Event description:
A facility representative reported that following an intraocular lens (iol) implant procedure, the patient was having blurry vision. Clinical reason is patient experiencing blurred vision. The iol was exchanged for monofocal intra ocular lens initial implant procedure. Additional information has been requested but is not available at the time of this report.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).